Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). The patient underwent surgical intervention to replace the ICD. No additional adverse patient effects were reported. Product analysis revealed that the device declared a code 1003, indicative for voltage too low for remaining capacity when implanted.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd). The device was explanted. No additional adverse patient effects were reported.